Event description:
While trying to position the hovermatt under the patient, two nurses had hold of the device by the attached straps, and four other nurses were moving the patient with a draw sheet. During the above activity, one of the straps broke, resulting in a backwards fall to the floor and sliding into the wall that bumped the nurse's head against the wall.